Event description:
Customer reports approximately two years ago, an incident occurred in which a non-invasive disposable blood pressure cuff terminating in a male luer adapter, had inadvertently been connected to an active clearlink intravenous luer activated valve. Reporter states no patient injury resulted as the error was observed immediately.

Manufacturer narrative:
Reporting facility indicates this event occurred approximately two years ago. The facility indicates they have changed the supplier of their blood pressure cuffs to ensure that the tubings are not compatible. A safety alert letter, dated may 13, 2004, was sent to all baxter clearlink customers with a reply form. A copy of the letter is attached.